Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer previously loaded a new pump and was able to resume insulin therapy however the cartridge alarm recurred. The customer continued to use the pump for insulin therapy and will look into obtaining a loaner pump. There was no adverse impact to the customer¿s blood glucose level.